Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'did not alarm upstream occlusion' which was reproduced during testing. When tested for upstream occlusion detection the device did not detect an upstream occlusion within specified range. The reported condition was verified. The cause was determined to be the ultrasonic sensor readings out of range. The ultrasonic senswas replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion. The nurse set the pump and noticed 45 minutes later that the clamp was still clamped and the pump did not alarm upstream occlusion. The event happened during patient delivery in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.